Manufacturer narrative:
Findings: pump received with loose/protruded drive support disk, minor scratched display window, cracked battery tube threads, cracked reservoir tube lip, broken belt clip slot. An alarm during basic occlusion test due to loose/protruded drive support disk.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The customer's blood glucose level was 250 mg/dl at the time of the incident. The customer states they are stuck in rewind complete/bolus delivery loop. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.